Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. Data was evaluated and the allegation was confirmed as signal loss greater than one hour. The probable cause was the patient closed the mobile app. The reported event of no readings is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.